Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d10, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions). Corrected fields: h6(component codes). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID# (B)(4).

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site address line 2: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, after inserting the intra-aortic balloon (iab), iabp catheter pressure tracing was not showing properly. Continuously backflow was coming from the pressure line. A new iab catheter of different company was inserted. When set changed iabp started functioning. No harm or injury reported.